Manufacturer narrative:
Manufacturing evaluation: the valve was received in a plastic container, submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - results have shown that both valves are permeable. Adjustment test - the progav was tested and is not adjustable throughout the normal range. Braking force and function test - the brake function was operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results - the opening pressure of the progav 2.0 was significantly lower than expected, indicating a tendency towards over-drainage. The opening pressure of the shunt assistant operates within the accepted tolerances. After the tests, we have dismantled the valves. Inside the valves we found a significant build-up of substances (likely protein). Based on our investigation, we confirm that the progav was non-adjustable at the time of our investigation. Additionally, it was shown that the progav operates in an over-drainage. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a progav valve on an unspecified date. Postoperatively, the valve was noted as not adjustable. Due to the malfunction, the valve was explanted on (B)(6) 2019. Additional information was not provided.